Manufacturer narrative:
Concomitant medical products: 693565 lead implanted: (B)(6) 2011; 5072-52 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection with erosion of the device. No further patient complications have been reported as a result of this event.